Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was out of insulin and he placed it back into the insulin pump. Customer primed the pump and received a compromised force sensor system alarm. Customer's blood glucose was 67 mg/dl at the time. Customer treated with food. Customer stated that the pump was not dropped or bumped prior to the alarm occurring. Customer stated that the drive support cap is protruded and he pushed it back in. Customer stated that he did not recall pressing the cap while connected. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.